Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage (%) assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal, company lens (3.75cyl), 22.0 diopter (add power +2.2/+3.2) lens was replaced with a non-alcon, 21.0 diopter, monofocal lens model. The product has not been received to evaluate. Additional information was provided that the "slightly displaced iol due to loose zonules and dysphotopsia." Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced distorted vision. The iol was exchanged for unspecified monofocal lens model approximately 2 months following the initial implant procedure. Clinical reason for explant was lens displaced. Additional information and stated that slightly displaced iol due to loose zonules and dysphotopsia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).